Event description:
Pt was seen for an annual check-up with another practitioner and had been overusing her lenses. Was instructed not to use them for a while and according to pt, she had done what the practitioner told her. When she came to see the regular practice she had corneal and conjunctival staining. The pt was sent to the doctor and diagnosed with severe conjunctivitis and was treated with eye-drops and continued resting period. No lot info and no lenses were returned. This is being filed as severe conjunctivitis.

Manufacturer narrative:
This is being filed as severe conjunctivitis.